Event description:
The lay user/reporter called lifescan (lfs) and alleged that her daughter's meter was set to the wrong unit of measurement. According to the reporter, the pt was obtaining high blood glucose results. One of the results on the meter was 210 mg/dl. The patient interpreted the result to be "21.0 mmol/l." At one point, the patient was taken to the hospital to confirm the high blood glucose results. A test was taken on a hosp device and the result was 4.9 mmol/l. The pt did not receive any medical intervention, however, her medications were adjusted. The reporter was unable to recall when the change may have taken place and she does not recall when the pt began to receive high blood glucose results. She also reported that the patient is not a diabetic. Her body produces too much insulin, which causes her to become hypoglycemic. She takes a medication called diazoxide, .6 ml, 3 times a day, which keeps her blood glucose from dropping. The physician reduced her medication to .5 ml because of the "high" readings. Her medications were adjusted back to .6 ml. A replacement meter has been sent to the patient.

Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.